Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: france. It was reported that the device disconnected from the motor. All med watch submissions related to this report are: 9610612-2017-00259.

Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service department (ats). The delivery date of the device is 12-13-2012 according to our system. A maintenance took place in january 2014 according to the repair stamp. No further maintenance or repair took place. Slight running noises as well as corrosion at the rotor can be detected, but the function is given. Batch history review: the device history files of the ga647 has been checked and found to be according to the specification, valid at the time of production. Conclusion and root cause: the failure is most probably user related. Rational: an insufficient handling as well as an insufficient maintenance is most likely the reason for the malfunction of the product guide. Yearly maintenance is recommended according to our IFU. No CAPA in necessary.